Event description:
It was reported that the customer had failed battery test on the insulin pump. The customer's blood glucose level was 319 mg/dl. The customer treated with the insulin pump. The troubleshooting was performed. The customer was advised to insert aaa alkaline battery on the insulin pump. The customer did not receive failed battery test. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.